Manufacturer narrative:
The device has not been returned for analysis, but has been requested. Investigation and device history review is in progress. Once the investigation and history review is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis and from the available information a conclusive cause cannot be determined. It was reported the user lifted up on the cursor per the IFU mitigation but it is unknown how the technique was applied. It was reported the valve was deployed on the table and reloaded; therefore it appears patient anatomical considerations contributed to forces in the system.

Event description:
Medtronic received information that during the attempted implant of a 29 millimeter (mm) transcatheter bioprosthetic heart valve, the valve was loaded onto this delivery catheter system (dcs) without issue. During the valve deployment, the dcs capsule opened smoothly until the radiopaque marker reached the most distal end of the crimped valve. The dcs began clicking and using the micro knob did not continue to move the capsule. The macro cursor was lifted in conjunction with turning the micro knob, but the capsule still did not move, so the entire system was removed from the patient without incident. Once outside the patient, the capsule was withdrawn using the microknob with no clicking sound present. The valve was reloaded onto another dcs and successfully implanted with no adverse patient effects. It was reported that the native valve was slightly calcified, but the patient did not have a tortuous vascular anatomy. Dcs return was pending after hospital sterilization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.